Manufacturer narrative:
Attempts to obtain complete product information have been completed, but the information was not received.

Event description:
It was reported that the adapter cable did not work and the procedure was unable to be completed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.